Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Multiple splits were noted on the proximal portion of the attached catheter. A split was noted on the attached catheter on the distal end of the cath-lock. The edges of the splits were noted to be jagged, and surface could not be determined as additional damage would be caused in area. Upon infusion, a leak from the splits were noted. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter splits (fracture). However, the investigation is unconfirmed for the reported material integrity issue as identified the appropriate device issue during sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the patient's right internal jugular vein. 4 years 1 month and 21 days post procedure, the patient reported pain during a routine saline injection, prompting further evaluation. The investigation revealed catheter damage and leak was identified. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the patient's right internal jugular vein. After that, 4 years 1 months and 21 days post port placement procedure, the patient reported pain during a routine saline injection, prompting further evaluation. The investigation revealed catheter damage and leak was identified. There was no reported patient injury.